Event description:
Information was received that the cadd prizm pump is over infusing. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted high pressure and wrong cassette messages were recorded. Functional tests included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump's expulsor was trimmed to bring delivery into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.